Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a stinging/burning sensation at the ipg site when stimulation is turned on. Troubleshooting was attempted to no avail. The patient will consult with her physician to determine the next course of action.